Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), depression ("depression") and anxiety ("mental anguish") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, uterine leiomyoma, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menstrual disorder, pelvic pain and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, menstrual disorder, libido decreased and endometrial ablation. Previously administered products included for an unreported indication: mirena. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced depression ("depression/ psychological or psychiatric problems condition depression and mental anguish") and anxiety ("mental anguish/ psychological or psychiatric problems condition depression and mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and endometriosis ("endometriosis") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation,hysteroscopy d and c, and total hysterectomy, oophorectomy (bilateral removal of ovaries), d and c). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the menorrhagia, menstrual disorder, uterine leiomyoma, depression, anxiety, dysmenorrhoea and endometriosis outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, endometriosis, menorrhagia, menstrual disorder, pelvic pain and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, menorrhagia, endometriosis. Most recent follow-up information incorporated above includes: on 16-aug-2019: pfs and mr received : new events, "abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), endometriosis" were added. New reporter contact information was added. Patient's information was added. Patient's demographics were added. Product information was updated. Medical history was added. Lab data was updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, menstrual disorder, libido decreased and endometrial ablation. Essure confirmation test(s) conducted, specify (B)(6) 2010. Result bilateral occlusion. Previously administered products included for an unreported indication: mirena. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced depression ("depression/ psychological or psychiatric problems condition depression and mental anguish/psych injury") and anxiety ("mental anguish/ psychological or psychiatric problems condition depression and mental anguish/psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), endometriosis ("endometriosis"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormlal bleeding (vaginal )") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation,hysteroscopy d and c, and total hysterectomy, salpingectomy bilateral, oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea and abdominal pain had resolved and the menstrual disorder, uterine leiomyoma, depression, anxiety, endometriosis and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, endometriosis, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, menorrhagia, endometriosis. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event: abnormal bleeding(vaginal ) was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, menstrual disorder, libido decreased and endometrial ablation. Essure confirmation test(s) conducted, specify- (B)(6)2010 result- bilateral occlusion. Previously administered products included for an unreported indication: mirena. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2010, the patient experienced depression ("depression/ psychological or psychiatric problems condition depression and mental anguish") and anxiety ("mental anguish/ psychological or psychiatric problems condition depression and mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), endometriosis ("endometriosis"), abdominal pain ("abdominal pain") and genital haemorrhage (seriousness criterion medically significant) and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation,hysteroscopy d and c, and total hysterectomy, oophorectomy (bilateral removal of ovaries), d and c). Essure was removed on(B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain and genital haemorrhage had resolved and the menstrual disorder, uterine leiomyoma, depression, anxiety and endometriosis outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, endometriosis, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6)2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, menorrhagia, endometriosis. Most recent follow-up information incorporated above includes: on 4-sep-2019: new pfs received- new events added: abdominal pain, gen. Abnormal bleeding were added.outcome of event pelvic pain from recovering/resolving to recovered/resolved and events pain, bleeding from unknown to recovered/resolved were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.